Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported via phone call, the button on the insulin pump are sticking and aren't responding properly. He stated he had wrapped the device with a towel and put in an ice chest to protect it from the heat while at the beach. When they left the beach the customer had to press the buttons two or three times in order for them to respond. Customer's father declined troubleshooting and stated would attempt to upgrade the device. Customer's blood glucose wasn't provided. The device is not returning for analysis.